Event description:
It was reported that bd syringe 1ml ll had leakage. Verbatim: complaint via email. We have received a quality complaint on product sold to our customer. Injuries or adverse event: no. Item: 309628. Quantity affected: 3bx. Serial/lot number: syringe: lot # 535602817, needle: lot # 304115. Po: (B)(4). Are any samples available for return? Yes. Are samples potentially contaminated or biohazard? No. Reported issue: I heard today from one of our providers that some of the 1cc syringes have been leaking where the needle joins with the syringe. This happens when they are doing botox treatments. He is not sure if it is the syringe or the needle. Customer disposition request: replacement. The event occurred on 03/23/2026. I am out of the office until next week so I don't have access to the product but I can double check lot numbers then. Also, I am not clear about shipping defective product as they were used on patients and contain medication and the needles have been used. I can try testing a few with saline and send you those. But, again I won't be in that office until sometime next week.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.